Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that an unspecified number of syringes 5ml ll bns experienced difficult plunger movement and device damage/deformation while still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: the end user informs us of a recurring problem with the tightness of the syringes : difficulty in making the gesture and difficulty controlling injection. For the patient: difficulty for use. Difficult control of the injection, potential spinal cord injury. The client indicates that this has been a recurring problem "for the past few weeks". These syringes are part of an epidural anesthesia set. The client mentions discomfort with the procedure and the potential risk of spinal cord injury, but to our knowledge there have been no known incidents.

Event description:
It was reported that an unspecified number of syringes 5ml ll bns experienced difficult plunger movement and device damage/deformation while still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: the end user informs us of a recurring problem with the tightness of the syringes: difficulty in making the gesture and difficulty controlling injection. For the patient: difficulty for use. Difficult control of the injection, potential spinal cord injury. The client indicates that this has been a recurring problem "for the past few weeks". These syringes are part of an epidural anesthesia set. The client mentions discomfort with the procedure and the potential risk of spinal cord injury, but to our knowledge there have been no known incidents.

Manufacturer narrative:
H.6. Investigation summary. No samples or photos were available for evaluation. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8302520 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The customer is describing a syringe when used as part of an epidural anesthesia set by tetra medical. The set is not a bd product, and therefore bd cannot comment on potential issues that may arise from its use. The syringe component is sold as bulk non-sterile syringe-only product. It is unclear what syringe-specific issues, if any, are being described in the verbatim. For investigation to proceed further, syringe samples are required, as well as details specifying the alleged syringe-related deficiencies. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time

Event description:
It was reported that an unspecified number of syringes 5ml ll bns experienced difficult plunger movement and device damage/deformation while still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: the end user informs us of a recurring problem with the tightness of the syringes : - difficulty in making the gesture; - difficulty controlling injection. For the patient: difficulty for use. Difficult control of the injection, potential spinal cord injury. - the client indicates that this has been a recurring problem "for the past few weeks". - these syringes are part of an epidural anesthesia set. - the client mentions discomfort with the procedure and the potential risk of spinal cord injury, but to our knowledge there have been no known incidents.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringes 5ml ll bns experienced difficult plunger movement and device damage/deformation while still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: the end user informs us of a recurring problem with the tightness of the syringes : difficulty in making the gesture. Difficulty controlling injection. For the patient: difficulty for use. Difficult control of the injection, potential spinal cord injury. The client indicates that this has been a recurring problem "for the past few weeks." These syringes are part of an epidural anesthesia set. The client mentions discomfort with the procedure and the potential risk of spinal cord injury, but to our knowledge there have been no known incidents.